Manufacturer narrative:
The referenced ues-40 was not returned to olympus medical systems corp.(omsc) for evaluation, therefore omsc cannot evaluate the ues-40. The service engineer of olympus keymed (okm) confirmed the referenced ues-40 and found that the ues-40 had no abnormality and irregularity. Also the okm evaluated the footswitch which was used with the ues-40 and found that the cable of the footswitch had damage and the wire of the cable was shorted. The reported phenomenon was attributed to the short circuit of the cable of the footswitch. The damage of the footswitch was attributed to the inappropriate handling of the device by the facility. Furthermore, when the physician withdrew the electrosurgical instrument, there was the moment that the electrosurgical instrument was point-contacted to the patient¿s tissue. At that time, because the hf output was being activated, the discharge was generated between the patient¿s tissue and the electrosurgical instrument, consequently the spark was generated. Omsc stated the appropriate handling of the devices and the counter measures against abnormalities of ues-40 in the instruction manual of ues-40. Omsc checked the manufacture history of the ues-40, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during the unspecified laparoscopic myomectomy the ues-40 was activated itself. Therefore the physician withdrew the non-olympus electrosurgical instrument used with the ues-40 from the patient, then the spark was generated from the end of the endoscopic therapy instrument. The facility changed the ues-40 to the other unspecified similar device and the procedure was completed. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code."